Event description:
It was reported that following the implant of an elevate posterior. The patient experienced mild rectal pain and painful bowel movements. Oxycodone was prescribed and the event was considered not recovering/ not resolved (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the painful bowel movements were considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation the this event.

Manufacturer narrative:
Add'l info.

Event description:
Additional information received indicated that the rectal pain was considered resolved/recovered with no sequelae on (B)(6) 2015. If additional information is received, a follow up report will be sent.